Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 additional email address: (B)(6).

Event description:
N/a

Manufacturer narrative:
Event site postal code: (B)(6). The product has been returned to the manufacturer but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID #(B)(4).

Event description:
It was reported that the physician was only able to insert the intra-aortic balloon (iab) 1-2 cm into the sheath and it could not be advanced further. It was noted that another manufacturer's sheath was used. A new iab was successfully inserted using the same sheath. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood was found on the catheter tubing exterior. The sheath was not returned for evaluation. A kink was found on the catheter tubing approximately 32cm from the iab tip. The one-way valve was vacuum tested, and it held vacuum. A laboratory sheath insertion test was unable to be performed due to the membrane being unfurled. The technician then attempted to insert a laboratory 0.025¿ guide wire through the inner lumen of a reference 8fr catheter and was able to successfully insert the guide wire. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed, and no leaks were detected. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. Per IFU the one-way valve must be aspirated to 30cc while leaving the one-way valve in place attached to the extracorporeal tubing leur to ensure vacuum is maintained throughout insertion. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).